Event description:
This patient had a lumpectomy with excision of the right nipple areolar complex due to intraductal carcinoma--performed on 4/9/92. Later after the modified radical mastectomy reconstruction was performed on 6/30/92 using an expander. About 10 days after this surgery the patient went into decompensation from chronic obstructive pulmonary disease. Over the course of treatment in the hospital, it was felt that the pressure of the expander was too large, and some obstruction was caused in the inspiration capacity of the lung. It was decided to remove the expander and to forego reconstruction of this patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: patient's condition - predisposed event. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.